Event description:
Tech alleged that the bed exit is not sending a signal to the nurse station when activated. No injury reported.

Manufacturer narrative:
The tech found the cause to be the side communication junction board was damaged. The tech replaced the side communication junction board assembly to resolve the issue.